Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "self check failure -1003" and "compressor failure -1001" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll medical approved provider; the customer's report was duplicated and the smart pneumatic module was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The smart pneumatic module assembly was returned for evaluation. The report was attributed to a loose 02 barb connector. The o2 barb connector was reconnected to resolve the report. Analysis of reports of this type has not identified an increase in trend.